Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 378 mg/dl, 134 mg/dl, and 307 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. It is unable to be verified if the customer obtained the reported readings on the date of the event due to the meter memory reaching capacity.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: two test strip lots were listed as related to this issue and it is unknown which readings were obtained on which strip lot.